Event description:
Dealer states "the charger cord is getting hot and they tried another cord and it didn't get nearly as hot." No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model xpo, serial number/date code is unknown. The owner's manual part number 1148112 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer states "the charger cord is getting hot and they tried another cord and it didn't get nearly as hot." It is unknown what voltage the plug was put into. Owner's manual # (B)(4) page 20 - dc power adapter: a dc power adapter allows the xpo2 to be connected to an automobile's (boat, motor home, etc.) 12 volt dc outlet. Use of the dc power adapter will allow the xpo2 to be operated and simultaneously recharge the internal battery. This dc power adapter can also be used to recharge the supplemental battery pack.